Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics on (B)(6) 2015 (duration not reported). The implanted device remains.